Event description:
After getting the essure birth control, I started having bad cramps and bad bleeding. Also my mouth always tasted like metal. Then my teeth started breaking and chipping off. The enamel on my teeth has come completely off, and its very painful. The pain got so bad in my belly and vagina that I couldn't have intercourse with my husband. I had to have a partial hysterectomy to take out the product and now I can't have anymore children.